Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The customer contacted product support and was advised to internally reseat the connectors. Advised customer if the issue continuities to replace the ui pcb. Discussed the calibration of the device. Need for an xp computer and respironics software to complete the calibration. Advised customer that the bench repair. The product support followed up with customer multiple times but the customer has not returned call for follow-up support nor responded to attempts to follow-up. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Investigation on this quality issue shows that the customer reported that unit would not power on. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.